Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use and deployed within normal limits into the right femoral artery following a right and left heart catheterization and a pre-deployment angiogram. The angiogram reportedly revealed a proper stick in the common femoral artery. Several hours later, while still in the hospital, the patient felt a pop in the groin. A retroperitoneal hematoma and a pseudoaneurysm in the right distal external iliac artery were diagnosed via ultrasound. The patient underwent surgical repair of the external iliac artery where a hole in the vessel was found proximal to the inguinal ligament. Hemostasis was achieved and dorsalis pedis pulses were good at the end of the procedure. The patient remained stable and recovering in the hospital.